Event description:
Upon insertion of catheter into groin for a transcatheter aortic valve replacement (tavr) procedure, it was noted the iliac artery was perforated. The catheter was only able to be inserted just past the bifurcation. The valve was noted to be sticking out of the sheath. The physician was unable to move the catheter forward or backward with manipulation. It was noted the sheath kept "buckling." Cardiac and vascular surgery were notified and present so eventually a cut-down was performed and sheath was removed. On exam it was noted the tine on the valve was not lying flat like the other tine. More attempts to stop bleeding unsuccessfully.